Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead capture was intermittent at the highest programmable outputs. It was noted that the lv thresholds were above the normal range. Follow-up was performed and it was noted that the lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.